Event description:
Baxter reports via a nurse from "hosp" that pt needed to replace the transfer set because the occluder feet had broken, and leaks are observed when the minicap is removed. The reported transfer set was placed 2005 (less that 4 months). The pt began apd therapy in one month earlier. 02/06. There was no pt injury or medical intervention associated with this incident.